Manufacturer narrative:
G3; correction to the g3 date. Initial g3 should have been 09.09.2025 (was submitted incorrectly as 09.11.2025). The customer was contacted multiple times for additional information, without response. Based on the limited information that has been provided, the cause to the alleged issue will be undetermined. Likorall overhead lift is a stationary lift mounted in a rail system. The rail system can be built straight, with or without curves, as a traverse system and also as a room-to-room system. Likorall overhead lift is intended for use in lifting and transferring patients, for example, from bed to a wheelchair, to or from the floor, for visits to the toilet, for gait, standing and balance training, when weighing the patient and when lifting the patient with a stretcher. Although there was no serious injury reported and the cause of the reported event is unknown, if the reported incident of detachment of a lift component during a patient transfer causing a fall were to recur, it would be likely to cause serious injury or death.

Manufacturer narrative:
The device inspection is pending. A final report will be submitted upon completion of the investigation.

Event description:
A user report was received by baxter containing the following customer complaint: the patient was sitting in their wheelchair in the sling in the bathroom, patient was lifted up to get onto the changing table for a diaper change. There were 2 staff members present, the patient was wearing gaiters. The lift was raised all the way up, and the pt was guided towards the changing table in the same way as usual. Pt was not fully over the changing table with their bottom before the lift 'arm' fell off. Everything happened quickly, and the patient managed to fall a little towards the floor before the staff could hold them up before they landed on the ground. The pt became completely still in their body and was clearly shocked as never say anything nor moves their body like they usually were. The patient lay there with a blank stare. The staff checked that the sling was sitting properly, which it was. The patient was okay afterwards and showed normal behavior with no marks. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.